Manufacturer narrative:
Based on the available information, the event is deemed to be a reportable serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but has not been received to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
End user reports that in (B)(6) 2017 she developed a red rash to her peristomal skin under the entire tape collar, with weepy blisters at times. According to the end user, she used an over-the-counter anti-fungal powder (brand unknown) to the area with no improvement. She saw her primary care physician (pcp) in (B)(6) 2017, who did not examine area but prescribed an oral anti-fungal medication (brand unknown) which the end user completed. However, there was no improvement in the affected area. The end user revisited the pcp (unknown date) who then diagnosed an allergy to the tape. On (B)(6) 2017, she saw her local wound, ostomy & care (woc) nurse and was given another product brand (non-convex appliance) to use, which leaked within 1 day. The end user has returned to using the same convatec product and said she has received no further treatment but is currently cutting the tape collar off the wafer (convatec product) and reports that the condition has not yet improved. No further details have been provided.